Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in both the right iliac artery and right superficial femoral artery via the left superficial femoral artery, the catheter internal spring allegedly broke off and became entangled with the stent. The current status of the patient is unknown.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3008439199-2024-00169 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 3008439199-2024-00171. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: g3 h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in both the right iliac artery and right superficial femoral artery via the left superficial femoral artery, the catheter internal spring allegedly broke off and became entangled with the stent. The current status of the patient is unknown.